Event description:
Chest tube placed in operating room during CABG. Tube cracked when pt turned. Tube removed and vaseline gauze dressing applied. Two tube system converted to single tube on pleurovac. Facility determined on 4/24/95 that equipment was part of heart pack and smda report needed.